Manufacturer narrative:
UDI: (B)(4) lot unknown. Awaiting sample: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device not yet received.

Event description:
Surgeon facing difficulties using the viper 3d system persuader to persuade down the rod down which consists of few parts as below: 286735730 - derotation reduction threaded post 2. 286735725 - derotation reduction shaft; 286735750 - reduction cap; 286735735 - derotation reduction handle when surgeon tried to insert and tighten the innie nut, he wasnt able to turn the derotation reduction handle as it was tight. Then he took out the nut and found it has cross-threaded as well as the screw head.

Manufacturer narrative:
The 5.5 ti cortical fix 6x40mm screw was returned for evaluation. Visual inspection noted torn tulip head threads containing impaction marks. Review of the device history record identified no issues during the manufacturing or release of the product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A review of the complaint trend analysis was performed and no systemic trend was identified as a result of the analysis. The root cause cannot be positively identified however the noted damage may have resulted from cross threading during set screw placement. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends have been observed, this complaint file will be closed with no further action required if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.